Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR# 2134265-2016-01592. It was reported that a thrombus occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery extending to the distal lcx. A 2.0x12 non bsc stent was advanced but failed to cross the lesion. Dilation was performed with a 1.5x6 balloon catheter at 18 atmospheres for 10 seconds and with a 2.0x12 non bsc balloon at 18 atmospheres for 15 seconds. A 2.25x16 synergy drug eluting stent was advanced but failed to cross the lesion. Additional dilation was performed and the stent was re-advanced but still failed to cross the lesion. While removing the synergy stent, resistance was encountered. The stent was dislodged and was stuck in the left main (lmca). An 8f mach1 fl3.5 guide catheter was then used. Stent retrieval was attempted with a snare but failed. Therefore, the physician performed anchor balloon technique to retrieve the dislodged stent using a 1.25x10 non-bsc balloon catheter but the stent just moved and became stuck near the left main trunk (lmt). While attempting to retrieve the stent using the balloon, there was "no reflow" due to the thrombus occurrence, so an intra-aortic balloon pump (iabp)/ percutaneous cardiopulmonary support (pcps) was inserted. The physician crushed the dislodged stent with a 2.0x12 non bsc balloon catheter and the site was dilated with a 2.5x15 non-bsc balloon catheter. A 3.0x24 non-bsc stent was deployed in the proximal lcx - lmt and the procedure was completed. No further patient complications were reported. The patient recovered and was discharged from the hospital.